Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("autoimmune diseases: hashimotos") in a 44-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hashimoto's thyroiditis. Concurrent conditions included obesity, social anxiety disorder since 2007, chronic inflammation of orbit, unspecified and fibromyalgia. Concomitant products included colecalciferol (vitamin d) for fatigue, paracetamol (tylenol) for pelvic pain female as well as baclofen since 2014, duloxetine hydrochloride (cymbalta) since (B)(6) 2018, duloxetine since (B)(6) 2018, gabapentin since (B)(6) 2014 to 2015, oral contraceptive nos from 2013 to 2017, sertraline (zoloft) since 2007 to (B)(6) 2018, thyroid since 2017, vitamin b (vitamin b5) from (B)(6) 2017 to (B)(6) 2017 and zinc from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("skin rash") and allergy to metals ("rashes or skin conditions type: sensitive to metals after essure in body") with rash generalised and pruritus. In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal distension ("abdominal bloating"), vision blurred ("vision/eye problems type: blurry vision"), abdominal pain lower ("lower abdominal pain") and pain ("body pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy.) And dietary measures (paleo diet). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, rash, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, allergy to metals and vision blurred outcome was unknown, the weight increased had not resolved and the abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, autoimmune thyroiditis, dysmenorrhoea, fatigue, menorrhagia, pain, pelvic pain, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: laparoscopy at age 19. Home medications: wpthyroid 81.25 mg once/day. The right ovary measures 21 x 28 x 31 mm and the left ovary measures 18 x 18 x 26 mm diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion essure confirmation test on date: 2014 total bilateral occlusion. *on (B)(6) 2017, surgical pathology final report, diagnosis: uterus, hysterectomy: cervix with nabothian cysts: chronic inflammation and reactive epithelial changes, secretory endometrium, small intramural leiomyomas, serosal adhesions. Right and left fallopian tubes with essure coils, bilateral salpingectomy: fallopian tubes with no significant pathologic findings, metallic coils (essure) present, gross evaluation only. Specimen(s) received: uterus, cervix, bilateral fallopian tubes and essure coils. Fallopian tubes: right: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Left: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Progress notes 24 hour history and events: patient is doing well postoperatively. So far she has tolerated water and some crackers with no nausea or vomiting. She states her pain is well controlled rating it a 4/10 at this time, stating she has some "soreness". She overall has no complaints. She has not attmepted to ambulate yet and foley is in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: fibromyalgia, pelvic pain, dysmenorrhea, autoimmune thyroidits. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("autoimmune diseases: hashimotos") in a 44-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroiditis nos. Concurrent conditions included obesity, social anxiety disorder since 2007, chronic inflammation of orbit, unspecified and fibromyalgia. Concomitant products included colecalciferol (vitamin d) for fatigue, paracetamol (tylenol) for pelvic pain female as well as baclofen since 2014, duloxetine hydrochloride (cymbalta) since (B)(6) 2018, duloxetine since (B)(6) 2018, gabapentin since (B)(6) 2014 to 2015, norethisterone (mini-pill) from 2013 to 2017, sertraline (zoloft) since 2007 to (B)(6) 2018, thyroid since 2017, vitamin b (vitamin b5) from (B)(6) 2017 to (B)(6) 2017 and zinc from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("skin rash") and allergy to metals ("rashes or skin conditions type: sensitive to metals after essure in body") with rash generalised and pruritus. In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal distension ("abdominal bloating"), vision blurred ("vision/eye problems type: blurry vision"), abdominal pain lower ("lower abdominal pain") and pain ("body pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy.) And dietary measures (paleo diet). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, rash, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, allergy to metals and vision blurred outcome was unknown, the weight increased had not resolved and the abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, autoimmune thyroiditis, dysmenorrhoea, fatigue, menorrhagia, pain, pelvic pain, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: laparoscopy at age 19. Home medications: wpthyroid 81.25 mg once/day. The right ovary measures 21 x 28 x 31 mm and the left ovary measures 18 x 18 x 26 mm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Essure confirmation test on date: 2014 total bilateral occlusion. On (B)(6) 2017, surgical pathology final report, diagnosis: uterus, hysterectomy: cervix with nabothian cysts: chronic inflammation and reactive epithelial changes, secretory endometrium, small intramural leiomyomas, serosal. Adhesions. Right and left fallopian tubes with essure coils, bilateral salpingectomy: fallopian tubes with no significant pathologic findings, metallic coils. (Essure) present, gross evaluation only. Specimen(s) received: uterus, cervix, bilateral. Fallopian tubes and essure coils. Fallopian tubes: right: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Left: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Progress notes 24 hour history and events: patient is doing well postoperatively. So far she has tolerated water and some crackers with no nausea or vomiting. She states her pain is well controlled rating it a 4/10 at this time, stating she has some "soreness". She overall has no complaints. She has not attempted to ambulate yet and foley is in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: fibromyalgia, pelvic pain, dysmenorrhea, autoimmune thyroiditis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), autoimmune disorder type of disorder: hashimotos,dysmenorrhea (cramping), fatigue, rashes or skin conditions type: sensitive to metals after essure in body, also rashes on body/ itching, vision/eye problems type: blurry vision, weight gain / loss specify which one: weight gain, concomitant disease, lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune diseases: hashimotos / autoimmune disorder- type of disorder: hashimoto thyroiditis') and genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, arthritis, depression, anxiety, hypothyroidism, dermoid cyst, cesarean section, pain in extremity and numbness of upper extremities. * essure confirmation test on date: 2014 total bilateral occlusion. On (B)(6) 2017, surgical pathology final report, diagnosis: uterus, hysterectomy: cervix with nabothian cysts: chronic inflammation and reactive epithelial changes, secretory endometrium, small intramural leiomyomas, serosal adhesions. Right and left fallopian tubes with essure coils, bilateral salpingectomy: fallopian tubes with no significant pathologic findings, metallic coils (essure) present, gross evaluation only. Specimen(s) received: uterus, cervix, bilateral fallopian tubes and essure coils. Fallopian tubes: right: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Left: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Progress notes 24 hour history and events: patient is doing well postoperatively. So far she has tolerated water and some crackers with no nausea or vomiting. She states her pain is well controlled rating it a 4/10 at this time, stating she has some "soreness". She overall has no complaints. She has not attmepted to ambulate yet and foley is in place. Previously administered products included for an unreported indication: hormone replacement therapy. Concurrent conditions included social anxiety disorder since 2007, obesity, chronic inflammation of orbit, unspecified, fibromyalgia, neck pain, shoulder pain, degenerative disc disease, spinal column stenosis, shoulder osteoarthritis and tendinosis. Concomitant products included vitamin d nos (vitamin d) for fatigue, paracetamol (tylenol) for pelvic pain female as well as baclofen since 2014, duloxetine hydrochloride (cymbalta) since (B)(6) 2018, duloxetine since (B)(6) 2018, gabapentin since (B)(6) 2014 to 2015, oral contraceptive nos from 2013 to 2017, pantothenic acid (vitamin b5) from (B)(6) 2017 to (B)(6) 2017, sertraline hydrochloride (zoloft) since 2007 to (B)(6) 2018, thyroid since 2017 and zinc from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("skin rash") and allergy to metals ("rashes or skin conditions type: sensitive to metals after essure in body") with rash and pruritus. In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating / bloated stomach/lower stomach is swelling and lower stomach is swelling and hurting"), vision blurred ("vision/eye problems type: blurry vision"), abdominal pain lower ("lower abdominal pain"), pain ("body pain"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroid"), depression ("depression") and anxiety ("anxiety"). The patient was treated with dietary measures (paleo diet) and surgery (to remove the essure implant, hysterectomy (full), salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, genital haemorrhage, rash, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, allergy to metals, vision blurred, fibromyalgia, hypothyroidism, depression and anxiety outcome was unknown, the weight increased had not resolved and the abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hypothyroidism, menorrhagia, pain, pelvic pain, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: laparoscopy at age 19. Home medications: wpthyroid 81.25 mg once/day. The right ovary measures 21 x 28 x 31 mm and the left ovary measures 18 x 18 x 26 mm diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - in 2014: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2014: impression: 1. Normal cervical cord signal and morphology. Straightening of cervical lordosis which may be positional. No subluxation. 2. Mild disc disease at c4-cs and cs-c6. Minimal canal narrowing at c5-6. No other canal or neuroforaminal stenosis.; on (B)(6) 2014: mpression; mild tendinosis of the distal supraspinatus, infraspinatus, and intra-articular portion of the long head biceps tendon. Mild acromioclavicular joint osteoarthrosis. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: fibromyalgia, pelvic pain, dysmenorrhea, autoimmune thyroidits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune diseases: hashimotos / autoimmune disorder- type of disorder: hashimoto thyroiditis') and genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, arthritis, depression, anxiety, hypothyroidism, dermoid cyst, cesarean section, pain in extremity and numbness of upper extremities. * essure confirmation test on date: 2014 total bilateral occlusion. *on (B)(6)2017, surgical pathology final report, diagnosis: uterus, hysterectomy: cervix with nabothian cysts: chronic inflammation and reactive epithelial changes, secretory endometrium, small intramural leiomyomas, serosal adhesions. Right and left fallopian tubes with essure coils, bilateral salpingectomy: fallopian tubes with no significant pathologic findings, metallic coils (essure) present, gross evaluation only. Specimen(s) received: uterus, cervix, bilateral fallopian tubes and essure coils. Fallopian tubes: right: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Left: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Progress notes 24 hour history and events: patient is doing well postoperatively. So far she has tolerated water and some crackers with no nausea or vomiting. She states her pain is well controlled rating it a 4/10 at this time, stating she has some "soreness". She overall has no complaints. She has not attempted to ambulate yet and foley is in place. Previously administered products included for an unreported indication: hormone replacement therapy. Concurrent conditions included social anxiety disorder since 2007, obesity, chronic inflammation of orbit, unspecified, fibromyalgia, neck pain, shoulder pain, degenerative disc disease, spinal column stenosis, shoulder osteoarthritis and tendinosis. Concomitant products included vitamin d nos (vitamin d) for fatigue, paracetamol (tylenol) for pelvic pain female as well as baclofen since 2014, duloxetine hydrochloride (cymbalta) since (B)(6)2018, duloxetine since (B)(6)2018, gabapentin since (B)(6)2014 to 2015, oral contraceptive nos from 2013 to 2017, pantothenic acid (vitamin b5) from (B)(6)2017 to (B)(6)2017, sertraline hydrochloride (zoloft) since 2007 to (B)(6)2018, thyroid since 2017 and zinc from (B)(6)2017 to (B)(6)2017. In (B)(6)2014, the patient had essure inserted. In (B)(6)2016, the patient experienced rash ("skin rash") and allergy to metals ("rashes or skin conditions type: sensitive to metals after essure in body") with rash and pruritus. In (B)(6)2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating / bloated stomach/lower stomach is swelling and lower stomach is swelling and hurting"), vision blurred ("vision/eye problems type: blurry vision"), abdominal pain lower ("lower abdominal pain"), pain ("body pain"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroid"), depression ("depression") and anxiety ("anxiety"). The patient was treated with dietary measures (paleo diet) and surgery (to remove the essure implant, hysterectomy (full), salpingectomy.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, genital haemorrhage, rash, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, allergy to metals, vision blurred, fibromyalgia, hypothyroidism, depression and anxiety outcome was unknown, the weight increased had not resolved and the abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hypothyroidism, menorrhagia, pain, pelvic pain, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: laparoscopy at age 19. Home medications: wpthyroid 81.25 mg once/day. The right ovary measures 21 x 28 x 31 mm and the left ovary measures 18 x 18 x 26 mm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - in 2014: results: total bilateral occlusion. Magnetic resonance imaging - on (B)(6)2014: impression: 1. Normal cervical cord signal and morphology. Straightening of cervical lordosis which may be positional. No subluxation. 2. Mild disc disease at c4-cs and cs-c6. Minimal canal narrowing at c5-6. No other canal or neuroforaminal stenosis.; on (B)(6)2014: mpression; mild tendinosis of the distal supraspinatus, infraspinatus, and intra-articular portion of the long head biceps tendon. Mild acromioclavicular joint osteoarthrosis.. Pregnancy test urine - on an unknown date: negative.. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: fibromyalgia, pelvic pain, dysmenorrhea, autoimmune thyroidits. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2019: social media received. New events depression, anxiety was added. Plaintiff aka name was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune diseases: hashimotos / autoimmune disorder- type of disorder: hashimoto thyroiditis") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. B97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hashimoto's thyroiditis. Concurrent conditions included obesity, social anxiety disorder since 2007, chronic inflammation of orbit, unspecified and fibromyalgia. Concomitant products included cholecalciferol (vitamin d) for fatigue, paracetamol (tylenol) for pelvic pain female as well as baclofen since 2014, duloxetine hydrochloride (cymbalta) since (B)(6) 2018, duloxetine since (B)(6) 2018, gabapentin since (B)(6) 2014 to 2015, oral contraceptive nos from 2013 to 2017, sertraline (zoloft) since 2007 to (B)(6) 2018, thyroid since 2017, vitamin b (vitamin b5) from (B)(6) 2017 to (B)(6) 2017 and zinc from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("skin rash") and allergy to metals ("rashes or skin conditions type: sensitive to metals after essure in body") with rash generalised and pruritus. In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating / bloated stomach"), vision blurred ("vision/eye problems type: blurry vision"), abdominal pain lower ("lower abdominal pain"), pain ("body pain"), fibromyalgia ("fibromyalgia") and hypothyroidism ("hypothyroid"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy.) And dietary measures (paleo diet). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, genital haemorrhage, rash, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, allergy to metals, vision blurred, fibromyalgia and hypothyroidism outcome was unknown, the weight increased had not resolved and the abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, autoimmune thyroiditis, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hypothyroidism, menorrhagia, pain, pelvic pain, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: laparoscopy at (B)(6). Home medications: wpthyroid 81.25 mg once/day. The right ovary measures 21 x 28 x 31 mm and the left ovary measures 18 x 18 x 26 mm diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion essure confirmation test on date: 2014 total bilateral occlusion. On (B)(6) 2017, surgical pathology final report, diagnosis: uterus, hysterectomy: cervix with nabothian cysts: chronic inflammation and reactive epithelial changes, secretory endometrium, small intramural leiomyomas, serosal adhesions. Right and left fallopian tubes with essure coils, bilateral salpingectomy: fallopian tubes with no significant pathologic findings, metallic coils (essure) present, gross evaluation only. Specimen(s) received: uterus, cervix, bilateral fallopian tubes and essure coils. Fallopian tubes: right: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Left: pink-violet, smooth and glistening serosal surface with a patent pinpoint lumen and surrounding tan-white, grossly unremarkable mucosa with a silver, metallic coiled wire extending 2.7 cm in length. Progress notes 24 hour history and events: patient is doing well postoperatively. So far she has tolerated water and some crackers with no nausea or vomiting. She states her pain is well controlled rating it a 4/10 at this time, stating she has some "soreness". She overall has no complaints. She has not attempted to ambulate yet and foley is in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: fibromyalgia, pelvic pain, dysmenorrhea, autoimmune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events added from pfs- fibromyalgia, hypothyroid, heavy bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), abdominal distension ("abdominal bloating") and menorrhagia ("heavy periods"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, rash, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, menorrhagia, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.